Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed bench handling, analyzing on a simulator, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. It is important to note that the patient had a pulse while using the device. The AED plus operator's guide states that the device is never to be used when a patient is conscious, breathing, has a detectable pulse, or other signs of circulation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.